Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash underneath the lifevest garment. The patient's physician advised the patient to end use of the lifevest. No further information is available surrounding the patient's injury.